Manufacturer narrative:
The reason for this revision surgery was the component was found to be loose. The in-vivo length of patient service for the implant was 1.9 years. The complaint reported no issues of any other patient injuries, activities, accidents or manufacturing contrainditions that may have been contributory to this surgery. No reported pre-existing patient health conditions. The healthcare professional indicated there was a serious risk to the patient. Disability/permanent damage was attributed to the event. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was retained by the hospital and not made available to (B)(4) for examination. Review of the device history record (DHR) for the explanted part was not reviewed as no DHR was available for this lot. The complaint investigation history was reviewed and no trends or on-going issues were deemed as present or in need of review. This event is deemed as non-product related. The root cause for this event was the patient had a loose humeral component. The root cause for the component loosening was not reported. The scope of this investigation is limited without having the explanted parts available to (B)(4) for evaluation. Other conditions relating to this event could not be determined with confidence. Inventory containment is not required since there are no indications of a product or process issue affecting implant safety or effectiveness.

Manufacturer narrative:
Device evaluated by MFR: hospital retained.

Event description:
Revision surgery - due to the surgeon having found the humeral component was loose.